Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) exhibited infection. All available information indicates that as of this time, the sicd remains in service. There were no additional adverse patient effects reported.